Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system stopped doing exposure, and after 20 times it did a pale image. Additional information was received. It was reported that the issue occurred when testing the imaging system pre-operative. Additionally, it was noted that the system was unable to perform visual calibrations. It was noted that fluoro image acquisitions could be performed and that subsequent procedures were completed without issue.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software team investigated the software and found that this was not a software issue. This was due to a hardware issue. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-00152, version #: 3.1.6 ; product ID: bi71000527, lot/serial #: unknown. H3) the manufacturer representative went to the site to test the imaging system. The site stated that the image quality in 2d and 3d was not good. They checked the dose in 2d and 3d and it was low. The dose settings and iq were checked. Autocalibration and manual dose calibration were performed. Fluoro and rad gain calibration were performed. Detector was slightly decentered and it was recentered. Navigation connection and accuracy was checked. System functions checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, correction: annex a code a0905 added to reflect the imaging system stopped during exposure. Fdr code c0902 updated to reflect the previously reported work order results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.